Event description:
It was reported that the patient's pump was refilled with 10 ml of drug. Forty eight hours later, the pharmacy noted precipitate in the drug same they maintained and recommended removing the drug from the reservoir. The home care nurse was only able to remove 8 ml and was unable to aspirate anything further. The nurse then attempted to refill the pump with 10 ml but was only able to refill 3 ml. It was felt that the reservoir valve may have been activated and the decision was made to wait 8 days and try again. At that time, the nurse was only able to aspirate 0.5 ml and refill only 1 ml. Telemetry of the pump indicated that 0.7 ml had been delivered in the past 8 days. The needle was changed when attempting to aspirate. The drug that had been aspirated appeared clear (no sediment). Telemetry also revealed a low reservoir alarm was sounding, no intervention was reported. It was reported that the pt had recently undergone surgery on his thumb recently, but no other known medical procedures and no medical procedures involving pressure were reported. The pt was seen by the managing physician (hcp) the next day. The hcp was able to aspirate 1.5 ml from the reservoir. The hcp then filled the pump with 40 ml of preservative free normal saline with only "a little resistance". The hcp was then able to aspirate all 40 ml from the reservoir. The pump was then filled with 40 ml of drug. The pt had a refill approximately two months later. The hcp was able to aspirate but unable to fill the reservoir. The hcp reported that he "has refilled pumps for 19 years and this pump doesn't feel right when filling". Volume discrepancies were within normal limits. The hcp brought the pt back the next day and was unable to aspirate or fill the reservoir. The pt underwent surgery to replace the pump. Additional info received with the return product noted that the pump was plugged. It was also reported that the drug aspirated from the pump was noted to be cloudy. No pt outcome was reported. The patient's pump contained dilaudid and bupivacaine throughout the event. Additional info has been requested from the healthcare provider, but was not available as of the date of this report.

Manufacturer narrative:
The pump was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Medtronic has confirmed user facility (B)(4) are the same event based on the received user facility reports from the hospital (the serial numbers are the same). The pump was returned for analysis. The alarm and catheter access port testing was acceptable. Extended reservoir volume testing was performed; the pump was outside of the normal for time versus filling characteristics for the reservoir. It was confirmed that propellant was presents in the pump. Upon drug sample inspection the liquid appeared dark and brown. There was an extensive amount of drug residue found within the reservoir bellows. According to the medtronic device tracking, dilaudid and bupivicaine were used in the pump. Medtronic strongly advises physicians to know which intrathecal drugs are approved for use in these devices, including preservative-free morphine sulfate sterile solution, lioresal intrathecal baclofen injection, and preservative-free ziconotide sterile solution. The effect of administering other drugs through these devices has not been assessed and that includes drugs compounded by pharmacies.